Manufacturer narrative:
Concomitant products: product ID: 37081, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
A healthcare professional (hcp) via a manufacturer representative a consumer had tourette syndrome. There were four (4) leads implanted (vim + gpi). The implantable neurostimulator (ins) was implanted in the abdomen. It was not possible to stimulate the vim leads because of too high impedance. It was unknown if any factors led to the event. The hcp did measurements with a clinician programmer. Actions/interventions were noted as: deconnection at point 1, measurement the impedance ( y-measurement + lead) ¿ ok, change vim extension, measurement the impedance (extension, y-extension, lead) ¿ ok, connection with the ins, ins measurement 12 to 15 and 4 to 7 too low, multiple change of the extension and ins connector, unsteady impedance measurement, hcp decided not to open connection point 2, take a new ins, unsteady impedance measurement, manipulation at connection point 1, and before sutured the impedance was ok. The issue was resolved. No injury or symptoms reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator for tourette-syndrome. It was reported that there were high impedances discovered on via an impedance test on (B)(6) 2016. The etiology was stated to be related to the device/therapy, but not related to the implant procedure. It was also noted that the patient experienced increased motoric tics. Interventions included explanting and replacing the extension and implantable neurostimulator (ins) on (B)(6) 2016. The event resulted in surgical intervention and in-patient or prolonged hospitalization. The issue was resolved without sequelae on (B)(6) 2016 as impedances were noted to be ok and the patient was charging 3-4 hours per day.

Manufacturer narrative:
Analysis of the extension found no anomaly. Analysis of the implantable neurostimulator (ins) found no significant anomalies. The ins was functionally okay with insignificant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 37081-60, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the device/therapy and related to the implant procedure; the extension and implantable neurostimulator (ins) were noted. It was also noted that the diagnostic methods were updated to include the patient reporting the increased motor tics on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the diagnostic methods were updated to device interrogation on (B)(6) 2016 that resulted in the identification of the high impedances. An examination was also performed on (B)(6) 2016 that resulted in the identification of increased motor tics. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.